Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine, described as "after getting off the machine, the patient's weight was 0.8kg lower than the dry weight, with nearly 800ml excessive dehydration." There was no report of serious injury or medical intervention associate with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. The technician replaced the machine ultrafiltration (uf) unit and no additional repair information was provided. A service history review was performed and found that the device has been serviced within the last 24 months for one similar issue. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was a defective uf measuring cell which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.